Manufacturer narrative:
After completion of the investigation, the alleged hi-pot (current leakage) issue was the result of a malfunctioning heater assembly. The issue was resolved for the customer by replacing the unit.

Event description:
It was reported via repair work order that the unit has a very high leakage current. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit has a very high leakage current. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.